Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35nn navitor titan was chosen for implantation, using a large flexnav. The patient presented with eccentric calcification. The annular dimensions were as follows: perimeter 87.8, perimeter derived 27.9, minimum diameter 23.9, and average diameter 27.5. Pre-dilation was performed with a 25mm balloon. The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 5mm on left coronary cusp (lcc). It was noted that the valve was deployed without issue. However, despite good depth, a moderate paravalvular leak (pvl) had occurred. Post procedure, to treat the pvl, a 26mm tru balloon was chosen to perform balloon aortic valvuloplasty (bav). On (B)(6) 2025, a follow-up echocardiogram was performed and confirmed that the pvl did not improve, as the imaging revealed moderate pvl.

Event description:
N/a.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.